Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of hospitalization was 551mg/dl. The customer's most current level was 461mg/dl. The customer was treated for the highs at the hospital. The cause of the hospitalization was an infection and chronic pains. The customer states they were wearing the pump and the blood glucose levels were not unexplained. The incident was documented. No further assistance provided.